Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a retention meter and retention controls. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc results were in the allowed range. No error messages occurred during investigation.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(6). The patient's test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter compared to an unknown methodology. The serial number of the meter was requested but not provided. The date and time of testing were requested but not provided. The patient's meter result was 2.4 inr. The patient's "venous sample" provided a result of 1.6 inr. The patient's therapeutic range is 3.0- 4.0 inr with a target value of 3.5 inr.